Manufacturer narrative:
The device has not been received for investigation in time for this report. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: complaint alleges that the plug for the exhalation outlet on the circuit will not stay plugged while being used. This is causing excessive leaks and alarms. No patient injury reported.